Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device exhibited screen delamination during training, prompting use of a spare device and subsequent return of the original device. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy requiring medical care and no hospitalization. Investigation included device evaluation and user support. Investigation of this case revealed physical damage consistent with screen delamination. It was concluded that the device malfunctioned due to a damaged display assembly and that replacing the device resolved the issue.